Event description:
It was reported that a visions pv .014p rx catheter was used in a patient. While advancing to the lesion, the image was lost. A new catheter was used to complete the procedure. It is unknown if the device was being used in an emergent procedure. No patient injury reported. This product problem is being reported in an abundance of caution because it is unknown if the failure occurred during an emergent procedure, potential for harm.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions pv .014p rx catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block b5: based on the device evaluation, this event has been determined as no longer reportable. Block d4: correction: serial # has been corrected to (B)(6). Blocks d9 & h3: the visions pv .014p rx catheter was returned for evaluation. Block h3: visual inspection found scratches on the tip and distal fillets, along with a stretched guide wire exit port. However, these visible damage could not have led to the reported complaint of a lost image. During functional testing, the device was recognized by the system and produced a clear and constant image. Further, saline testing determined there was no evidence of fluid ingress on the distal and proximal fillets as the images remained clear. Block h6: based on the device evaluation, the reported complaint could not be confirmed as the device performed as intended. Therefore, the probable cause of the lost image experienced by the user could not be determined by the investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The initial MDR was reported for a lost image that may have occurred during an emergent case. However, based on the device evaluation, this is no longer reportable since the catheter produced and maintained a clear image. The catheter performed as intended; therefore, there is no potential for harm for delay of treatment with recurrence.